Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in a slightly tortuous lad artery, the maverick2 monorail balloon lost pressure on the pressure gauge at 10 atm's on the second inflation. (The initial inflation was to 6 atm's). The pt was asymptomatic during this event. A bmw guidewire (size unk) and a zuma2 sl4 guide catheter (size unk) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unk. The maverick2 monorail balloon was removed and replaced with another catheter to complete the procedure. No pt injuries or procedural complications were reported. Pt status is reported as "good".